Manufacturer narrative:
Eval summary: description of event: this issue intermittently manifests after dictation of a study has been completed. What can potentially occur is that the text area and the image area patient information has updated to the next study; however, the actual images displayed remain on the previously dictated study. Note: that all demographics are correct and each patient is identified correctly. Evaluation: agfa healthcare evaluated the impax 6.5 client software and located the error in the software responsible for this problem. A software fix (impax 6.5 su1) was created to address and fix the issue. (B)(4).

Event description:
While a radiologist is dictating his worklist (active worklist setting). The image area (ia) doesn't refresh properly leaving the study that is already dictated on the screen, while the text area and patient slider have information from the next study. The potential issue is that two different patients can potentially display in the ia simultaneously.